Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Investigation summary: the complaint device was not received for investigation. An investigation was performed based on the image provided. The image was reviewed, and the complaint condition can be confirmed. The shaft of the drill bit is broken. The allegation of embedded device cannot be confirmed as there are no postoperative radiographs to show that condition. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 03.037.002, lot # 9912311, manufacturing site: (B)(4), release to warehouse date: 20 apr2016, supplier: synthes gmbh, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the drill bit broke while drilling proximal femur during trochanteric fixation nail advanced (tfna) nailing procedure. A very small piece (3mm or so ) remained in the patient's femoral head. There was no surgical delay. The procedure was successfully completed without patient consequence. This report is for one (1) 16mm cannulated flexible drill bit. This is report 1 of 1 for complaint (B)(4).